Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d2b.: additional pro-code: ktt. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H4. H6: device history lot manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 16-may-2022 expiration date: 01-may-2032 part number: 04.038.385s, tfna fenestrated helical blade 85mm -sterile lot number: 820p375 (sterile) lot quantity: (B)(4) note: helical blade was manufactured by elmira; lot numbers 792p907 qty 48 and 792p497 qty 48. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 22442supplied by (B)(6) was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review 29-jul-2024: DHR reviewed: this lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent an unknown surgery. After the surgery, unknown defect occurred. We are confirming about details. No further information is available. This report is for one (1) tfna fenestrated helical blade 85 - sile this is report 2 of 2 for complaint (B)(4).